Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) alarm was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because there was an open clamp on unused supply line. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 5 of 8. The technical service representative (tsr) assisted the home patient (hp). The tsr explained the alarm. The hp has an unused line open. The tsr had the hp cycle power and assisted to retrieve cassette. The tsr advised to let the nurse know about the alarm. Product surveillance contacted the hp on (B)(6) 2011. The hp stated that they did not develop any adverse reactions or need any medical intervention due to this event. The hp stated this was an isolated event and they are currently performing therapy without any complications. No further information is available.